Event description:
It was reported that the right ventricular [rv] lead had high impedance and threshold measurements. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 02:15:08 and (B)(4) 2011 02:15:07. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum right ventricular pace from 968 to inf(un-filtered data) ohms peak between (B)(4) 2011 and (B)(4) 2012. Oversensing was also noted as one ventricular non-sustained tachycardia episode at 150 ms occurred on (B)(4) 2011 at 18:07:34.